Event description:
Eclipse homepump (model # e102000, lot # 0202801727) containing ceftriaxone 2 grams in 0.9 percent sodium chloride 100 ml tubing came apart at the filter and when unclamped leaks out.